Manufacturer narrative:
Despite multiple attempts, this ra lead was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the physician had difficulty finding an adequate position to implant this right atrial (ra) lead. Once a location was found, the ra lead exhibited high threshold measurements which led to the physician to try and reposition the ra lead once more. During the repositioning, the helix of the ra lead was observed to not extend out after 30 turns. The ra lead was eventually removed and replaced and was never in service. No adverse patient effects were reported.